Event description:
It was reported that this pacemaker recorded electrograms with far field atrial sensing seen in refractory and blanked. The physician wanted to blank all these deflections. The device was reprogrammed, and the behavior was corrected. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.